Event description:
It was reported the device was used in a hernia procedure. It was reported the staples would not close. Another like device was used to complete the case. There was no consequence the pt.